Event description:
It was reported that there is something lose rolling around inside. No additional information.

Event description:
Additional information was received indicating the event date is unknown, and that no patient was involved.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results are not relevant to the investigation due to the age of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found an incorrect on/off knob and the manometer was out of spec. Functional testing found the packing wedge was loose inside. Replaced manometer, upgraded smc check valve and nrv assembly. Replaced mounting screw, replaced tall pillar as well as installed sintered filter and o rings and re-fit the packing wedge. The device passed all functional testing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.